Event description:
#22 bd autoguard IV catheter inserted in right hand pre-operatively. The IV pulled out by rn post-operatively, and noticed that the catheter was not fully intact. Approximately 1mm intact to the hub with the rest of the catheter missing. An x-ray confirmed that the remaining catheter was still in the patient's hand.